Event description:
No pump was returned to fresenius kabi for evaluation. A history review of the fresenius kabi service records for reported serial number prior to the notification date of this complaint record found no same / similar issues related to this complaint. A device history review of the reported serial number was conducted by fresenius kabi and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions. No action required at this time.

Event description:
The following has been reported: biomed reported: "serial number (B)(6). Received at depot confirmed pump problem error wait for log review needs new pneumatics replaced full pneumatics system pump placed in bring up mode and sent to the test line passed all stations of the test line front housing final acceptance provisioned pump to 08 server sent to heratherm loaded into heratherm @16:00 and 11/24/25 passed heratherm pulled at 04:00 11/25/25 lvp burn-in test - pass accuracy test - pass electrical safety test - pass provision pump to mayo server return to service. Work order type corrective maintenance work order type corrective maintenance problem cause equipment alarm/error resolution code replaced part resolution detail verified issue - send to depot. Question 1 was there any injury/adverse reaction (yes, provide details, no, unknown)?: no question 2 did the issue stop an active infusion (yes, no, unknown)?: no". A preliminary review identified the following issue: undefined pneumatic system component failure. Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported.